Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed it was due to improper handling and application of excessive force, impact to the scope, due to fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid optical laparoscope had a crack at the base. There were no reports of patient harm.